Manufacturer narrative:
The unit functioned properly during the rewind, the basic occlusion, the occlusion, the prime, the excessive no delivery, and the displacement test. There was no prime and fill anomaly found. The unit had a minor scratched display window, cracked display window corners, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Event description:
The customer called in to report that the insulin pump was unable to exit the "preparing to prime" loop while trying to change the reservoir. The customer's blood glucose level was 220 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.